Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the clinical study site that the patient required one unit of packed red blood cells (prbc's). It was stated that stool was negative for occult blood. Nosebleed noted in progress note. Ultrasound soft tissue abdomen wall and lower back- findings, this examination shows a small complex fluid collection extending to the skin surface which measures 5 x 14 x 4 mm. This small collection is in opposition to the driveline itself. There is no abscess and no definite evidence of cellulitis was found. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Bleeding is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the clinical study site that the patient on (B)(6) 2012 required one unit of packed red blood cells (prbc's). It was stated that stool was negative for occult blood on (B)(6) 2012. Nosebleed noted in progress note on (B)(6) 2013. At the onset of the bleed subject was taking asa 325mg qd and coumadin 3mg qd. On (B)(6) 2012 ultrasound soft tissue abdomen wall and lower back- findings: this examination shows a small complex fluid collection extending to the skin surface which measures 5 x 14 x 4 mm. This small collection is in opposition to the driveline itself. There is no abscess and no definite evidence of cellulitis was found. No additional information available.